Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) scar tissue necrosis was noticed on the (B)(6) 2017 by the patient. The patient was hospitalized from (B)(6) 2017. The patient treated with antibiotics. The issue is resolved. Concomitant devices are unknown.